Event description:
Patient's one touch ultra meter was reported to have failed two control solution tests. This issue was not resolved with troubleshooting. The test strips were in good condition, and at the time the two control solution tests were done, the meter and test strip codes matched. There was no medical intervention or treatment given. No further clinical info was provided.